Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 552mg/dl and was treated with an insulin drip. The mother stated that the customer experienced ketones, throwing up, exhaustion, dazed, and confusion. The caller stated that her daughter did not eat and just drank water. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.